Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch uni-directional navigation catheter and during procedure catheter was unable to ablate, which is not reportable. The procedure was completed successfully with a replacement catheter. This event is being reported because the bwi failure analysis lab received the device for evaluation and found on (B)(6) 2015 that shaft is bent and wrinkled with broken braid exposed about 39.8cm from proximal end of tip dome. Follow up investigation was performed to obtain clarification for returned catheter condition and it was noticed that damage at the shaft was not observed during nor after the procedure. This finding is reportable because catheter integrity is not maintained and internal components are exposed to patient increasing the risk of thromboembolism.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot # 16036288m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Evaluation summary. (B)(4) it was reported that a patient underwent a procedure with a thermocool smarttouch uni-directional navigation catheter and during procedure catheter was unable to ablate, which is not reportable. The procedure was completed successfully with a replacement catheter. This event is being reported because the bwi failure analysis lab received the device for evaluation and found on 5/14/2015 that shaft is bent and wrinkled with broken braid exposed about 39.8cm from proximal end of tip dome. Follow up investigation was performed to obtain clarification for returned catheter condition and it was noticed that damage at the shaft was not observed during nor after the procedure. This finding is reportable because catheter integrity is not maintained and internal components are exposed to patient increasing the risk of thromboembolism. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and shaft was found bent, wrinkled with broken braid exposed. Further information received stated that physical damage of the catheter was not noticed by the costumer. It appears the damage was due to external force while bending and unbending. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were disconnected inside the dome. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to address broken shaft issues on the smart touch catheters.